Event description:
The field representative provided additional information that it was not confirmed how the perforation took place. The physician believed the perforation was due to very high rv septal placement and migrated into the pericardial space. The field representative confirmed the patient is doing well now.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and hipot tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. X-ray of the lead also did not find any anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a routine follow-up appointment approximately two weeks post-implant, a right ventricular (rv) lead perforation was discovered. It was also noted that the lead was unable to pace the heart. A request was sent to the field representative to inquire how the perforation was identified/ discovered. No information has been provided. If additional information becomes available, this report will be updated.